Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of unable to interrogate the device out of the box.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was an attempted implant due to the inability to interrogate the device. The device remained in the box, and was unable to be interrogated. A different device was successfully implanted. No adverse patient effects were reported. The attempted implant device will be returned for analysis.